Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 125387: (B)(4) items manufactured and released on 17-jan-2013. Expiration date: 2017-12-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with another similar reported event during the period of review. Additional device involved batch review performed on (B)(6) 2023: liner: mpact 01.32.3652hcat hooded pe hc liner ø36/g (k132879) lot 133706: (B)(4) items manufactured and released on 07-ott-2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 8 years after the primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the head and liner and the surgery was completed successfully.